Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire for evaluation. Visual examination revealed the guide wire was unraveled from the proximal weld and was kinked in multiple locations along the body. The distal j-bend was slightly misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. Both welds were present and appeared full and spherical. The major kinks in the guide wire body measured 211mm, 295mm, and from the proximal tip. The broken core wire measured 679mm in length, which is not within the specification of 596-604mm per guide wire product drawing. The outside diameter of the guide wire measured 0.849mm which is within the outer diameter specification of 0.838-0.877mm per guide wire product drawing. Due to the dimensional discrepancy between the returned guide wire length and reported material code specification limits, the customer either reported the incorrect material number or returned the incorrect guide wire. Functional inspection could not be performed due to the damage to the guide wire. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this outer diameter are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the appearance of the damage is consistent with unintentional use error caused or contributed to this event. However, due to the dimensional discrepancy between the returned sample and the reported finished good, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "in the emergency, the doctor found the swg kinked during used on the same patient." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include 3006425876-2024-00381.

Event description:
It was reported "in the emergency, the doctor found the swg kinked during used on the same patient." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include 3006425876-2024-00381.

Manufacturer narrative:
(B)(4).